Event description:
During final tightening of the construct, the surgeon did not think the device was torquing correctly because it didn't "feel" right. Because of this, the surgeon decided not to use the torque wrench to tighten all set screws in the construct. The t-handle that was used to complete the case does not have a torque feature. The amount of torque applied while using the t-handle is unknown.

Manufacturer narrative:
Device history records reviewed. Review of device history records indicate the device was manufactured to specification.